Event description:
It was reported the patients system may be explanted due to an infection. No additional information at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicating the system was explanted on (B)(6) 2022 due to an infection at the ipg site. Additional information regarding the status of the infection have not been provided.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.